Event description:
It was reported that the patient underwent bilateral breast reconstruction on an unknown date and topical skin adhesive was used. Approximately one week post-operatively, the patient experienced a severe rash with the appearance of a burn with skin outer layer coming off. The topical skin adhesive was removed. The surgeon opined perhaps the top of the topical skin adhesive collected moisture and possibly the patient has sensitivity to the topical skin adhesive. It was reported the patient has improved and is doing well.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.